Event description:
A voluntary MDR/medwatch report was received on 11/4/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to a report received via maude on or around (B)(6) 2025 the dexcom g7 displayed a glucose reading of 90 mg/dl. The patient began feeling unwell and experienced vomiting; however, their actual blood glucose was over 400 mg/dl. The report also noted separate instances of wearable failure and bleeding during sensor insertion. There was no documentation regarding treatment or management of symptomatic hyperglycemia. Additionally, the report indicated the use of an omnipod system, but did not specify whether it was operating in closed-loop or open-loop mode.data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).